Event description:
It was reported that a no flow event occurred with an interlink extension set. This occurred during infusion of taxol using a non-baxter pump. The reporter stated that nurse began infusion and then received occlusion alarms from the pump. The nurse replaced the set and the infusion proceeded. There was patient involvement; however, there was no patient injury, medical intervention, or adverse event associated with the report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should any additional relevant information become available, a supplemental report will be submitted.